Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 days post implant of the bioprosthetic aortic root replacement, the patient expired. The cause of death was not reported. There is no evidence that the bioprosthetic aortic root replacement or its function caused or contributed to the patient's death. It is unknown if an autopsy was performed.